Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker has six and a half years remaining longevity after over a year implanted. Boston scientific technical services (ts) then referred the patient to the physician to discuss specific battery life. As of this time, this pacemaker remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker has six and a half years remaining longevity after over a year implanted. Boston scientific technical services (ts) then referred the patient to the physician to discuss specific battery life. As of this time, this pacemaker remains in service. No adverse patient effects were reported. Additional information was received from the health care professional (hcp) indicating that everything seems to be okay with the patient. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. This supplemental report is being filed to correct the device code and device code description.